Event description:
Nurse went to crib to assess patient. Noted t-connector disconnected from peripheral IV catheter and laying in bed. Estimated 45 grams blood loss. Patient required lab work, administration of blood products, and tpn to be continued for additional days. Patient is currently back to baseline. Reference MFR # 9613251-2009-00180.